Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 433mg/dl. Troubleshooting was performed. The mother stated that the dive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.